Manufacturer narrative:
Device eval: the suspect device eval/investigation has not been completed. The device history record was reviewed and found no exception documents. A f/u report will be submitted when the device eval has been completed. Eval method: device history record was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.

Event description:
The device broke when connecting during the procedure. No harm or injury reported.